Event description:
The lay user / pt contacted lifescan alleging that the product was having the following unresolved power related issue: one touch ultralink would not power on by inserting the test strip into the test strip port. The pt's products are being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.